Event description:
It was reported that placement of the proglide sutures was attempted in the right and left common femoral artery using the preclose technique before an interventional procedure. Reportedly, on the right groin, the first proglide was deployed no sutures were seen upon removing plunger. The second proglide was inserted and upon plunger removal no sutures were present. A third proglide was successfully used. On the left groin the first proglide was deployed and upon plunger removal no sutures were present. A second and third proglide were successfully used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are being filed under a separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.